Manufacturer narrative:
E1: event city: (B)(6). Event country: canary islands. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experience bent cannula event occurred on (B)(6)2026. This led to high blood glucose level and the patient managed it by changing the infusion set and treated with pen correction.